Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise due to fracture. The lead was explanted and replaced and replaced. No additional information was available.